Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring 132 ohms. The physician opted to perform a defibrillation threshold (dft) test in which the measurements were within normal range. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring 132 ohms. The physician opted to perform a defibrillation threshold (dft) test in which the measurements were within normal range. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system recently exhibited a measurement of 122 ohms shock lead impedance. Technical services (ts) was consulted and programming enhancements as well as monitoring was recommended. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that this device was explanted and replaced due to normal battery depletion; the rv lead was tested with the newly implanted device with shock impedance measurements of 123 ohms, thus isolating the out of range impedances to the lead. Ts was consulted and continued monitoring was recommended. No adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring 132 ohms. The physician opted to perform a defibrillation threshold (dft) test in which the measurements were within normal range. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system recently exhibited a measurement of 122 ohms shock lead impedance. Technical services (ts) was consulted and programming enhancements as well as monitoring was recommended. No additional adverse patient effects were reported. This system remains in service.